Manufacturer narrative:
Product analysis: reported failure was not confirmed. Normal operation was confirmed at reception. Upper case was cracked. Serial label was damaged. The label was attached. As requested, the product will be returned to the customer with no repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient undersensing occurred and the sensing failed even though the sensitivity was high. A different epg was used to complete the procedure. The epg was returned for servicing. No patient complications have been reported as a result of this event.